Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Voluntary medwatch # (B)(4). It was reported that a balloon separation occurred. A 7.00mm/2cm peripheral cutting balloon® was selected for use. During the procedure, an av fistulogram with angioplasty was performed. The balloon separated from the catheter while trying to remove the deflated balloon through the sheath. An attempt to retrieve the separated component was unsuccessful and the balloon migrated to the right pulmonary artery. The procedure was not completed due to this event and patient needs further medical intervention for the retrieval of the separated component of the device. The patient status was stable and was escorted back to her room with radiology nurse in attendance.